Manufacturer narrative:
The reported events of "infection (unknown onset)" and "cellulitis" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and cellulitis.

Event description:
Healthcare professional reported, right side "infection/cellulitis". Device has been explanted.